Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, air leakage was noted on the faradrive sheath when the sheath was flushed. Air bubbles were visible in the lumen between the sheath and the three-way stopcock valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the top and bottom of the port, extending towards the main body of the component. No damage was observed on the hemostatic valves. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location.

Event description:
It was reported that during a redo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation, air leakage was noted on the faradrive sheath when the sheath was flushed. Air bubbles were visible in the lumen between the sheath and the three-way stopcock valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory. It was further confirmed that a pressure bag was used as the method of irrigation of the sheath. The air was seen in the flushing line. No air was seen in the patient.